Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the blue cap. The pump was filled with 5000mg fluorouracil hs in115ml 0.9% nacl. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: lot 17g045 was manufactured from (B)(4) 2017 to (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.